Manufacturer narrative:
H3: device evaluation: analysis found no significant anomalies and that the implantable neurostimulator (ins) was functional. A recharge interval test was performed to investigate ins discharge performance. The recharge interval passed within specification showing no high current or single fault condition that could contribute to the heat sensation during normal operation. A connector block leakage test was performed, and normal impedance was observed, the cbl passed within specification showing the device does not has an environmental conditions that cause a leakage issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a consumer via a manufacturer¿s representative. Regarding a patient, who was implanted with an implantable neurostimulator (ins). It was reported, that the patient has been experiencing pocket pain where the ins was in the left flank area, since it was implanted in april 2024. Patient also advised, that she felt the battery felt hot in the pocket as well as causing full body heat flashes. The patient was scheduled for a pocket revision and movement to abdomen. Decision was made to change the battery as well, due to patient complaint. Patient was convinced, that the only new thing that has happened, since these feelings came on was the scs (spinal cord stimulator) implant. Regarding contributing factors, it was noted, that the patient has a small body frame. The patient was scheduled for a pocket revision and movement of the battery to the abdomen. Revision surgery was scheduled. The decision to replace the battery came near surgery time. It was unknown, if the issue was resolved at the time of the report. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
G2. Foreign: australia medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reporting that since the replacement of the battery and movement to abdominal area, the patient has not advised "us" of any adverse issues. At this stage it appears to be resolved.